Manufacturer narrative:
Evaluation for device 2 of 2 (refer to manufacturer's report number 1627487-2009-00180 for the evaluation of device 1). Evaluation: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. (Refer to manufacturer's report number 1627487-2009-00180 for device 1). Patient was implanted with a scs system on (B) (6) 2009. It was reported the lead was placed supraorbital. The patient reported 2 weeks post implant stimulation stopped. During a revision procedure on (B) (6) 2009, the extension wires appeared kinked and broken. The extension was replaced with a new extension. Additionally, the lead wires appeared kinked and the outer tubing appeared fractured. The md revised the extension, but to time constraints did not revise the lead. The lead will be revised at a later date.